Event description:
The patient developed an infection at the pump site and the spine. The pump was explanted; it was unclear if the catheter was also explanted. In (B)(6) 2008, a new pump and catheter were implanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)